Event description:
On 5/31/2022, it was reported by a sales representative via phone that while using (2) ar-8926t knotless tightrope syndesmosis repair implant system, the sutures broke consecutively while cinching down. Everything was removed from the patient and surgeon opened an ar-8926ss knotless tightrope syndesmosis repair implant system. At this point, the same thing happened, the suture broke while tensioning and cinching down. Surgeon was able to complete the case with another ar-8926ss knotless tightrope syndesmosis repair. This was discovered during an ankle fracture on (B)(6) 2022.

Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion; however, due to the device not being returned, we are unable to confirm the reported event.